Event description:
A karl storz rhino force blakesly instrument broke off in the left sinus during use. The instrument was passed off to the scrub nurse when she noticed the lower jaw was missing. The dr later found it in the left sinus and retrieved it.